Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned still inside the shipping box and analyzed. The device was interrogated and showed an implanted status. A review of the device memory revealed the device was interrogated back on november 24, 2016. Due to the device being interrogated and out of ship mode, the device recorded the first lead impedance error on november 25th. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The device beep tones could not be confirmed; however, it was noted that it is normal device behavior to emit tones when a falt or error message is detected. The device functioned normally.

Manufacturer narrative:
When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an out of range shock lead impedance alert and was emitting beep tones out of the box. This has caused the battery to drain, now displaying 87 percent remaining. It was noted that this was a short dated device. The device data files will be reviewed by boston scientific engineering. No patient was involved in this event since this occurred pre-implant while the device was still in the box.